Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a ped2 pipeline failed to open in the middle section and had resistance in the distal shaft of the phenom27 catheter. A flow divider stent placement was performed for right internal carotid artery (ica) c3segment. The long diameter of 12 mm aneurysm. The optimo9fr, which was prepared as per the package insert, was placed in the right ica. Navien 5fr 125 cm preparation was performed as per the package insert; was delivered in the vicinity of the neck of the right icac3 aneurysm. Phenom 27 preparation was performed as per the package insert, and was delivered to m1 using chikai 14wire. The pipeline 3.75*30, which was prepared as per the package insert, was delivered to phenom 27 and delivered to the tip ofphenom 27. As recommended in the package insert, the sleeve was removed using the tip of phenom 27 with the middle cerebral artery (mca) (first full resheath). The system pull was used to reduce the dosage to the ic-top of the planned placement site. The deployment was attempted using a wired push. After a single full resheath (sleeve removal), the distal-end flare could not be opened at all, and it was confirmed that the tip flare was deformed into a small j-curve (like a fishing hook), even though the body of the pipeline stent is deployed longer, it did not deploy. The tip of the pipeline stent could not be opened at all, even though it was pushed and pulled, and it was determined that the product had a defect (fraying, breakage, etc.), and phenom 27 + pipeline was removed from the patient's body. Attempts were made to remove the pipeline from phenom27 outside the patient's body, but it did not move even though the core wire was pushed or pulled. When the core wire of the pipeline was pulled and removed by sheer force, the core wire was removed, but the pipeline-stent in the implant region was left behind in phenom 27. As a result, also a new phenom27 product and also a new pipeline product were opened and used. The newly opened phenom 27.160 (lot: 223076166) and the pipeline 3.75*35 (lot: b259094) were also prepared as per the package insert and deployed without any problems, and the treatment was completed safely and successfully. (Only one of the same size pipeline 3.75*30 that had a defect was prepared, so 3.75*35 was used.) The pipeline was stuck in the distal shaft of the phenom. It was not resolved. The catheter and delivery pusher were not damaged. The distal stent region of the pipeline failed to open. Less than 50% had been deployed when it failed to open. The pipeline was resheathed 2 or fewer times. The pipeline was resheathed and retrieved with the microcatheter and removed from the patient. The catheter was flushed as indicated in the instructions for use (IFU). The patient was being treated for an unruptured, saccular aneurysm in the left internal carotidartery. The max diameter was 12mm and the neck diameter was 8mm. The distal landing zone was 3.7mm and the proximal side was 3.5mm. Vessel tortuosity was weak. The access vessel had a diameter was 3.7mm. No patient symptoms or complications were reported.

Manufacturer narrative:
H3: the pipeline flex shield embolization device and phenom 27 catheter were returned for analysis. The pushwire was found to be sep arated/broken proximal to the dps sleeves. The pushwire was found to be bent at ~116.0cm and ~138.6cm from proximal end. No damages were found with the distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. The hypotube was found to be stretched. The shrink tubing was found intact but pulled back from the proximal bumper. The pipeline flex shield braid was not returned for analysis. Therefore, product analysis could not be performed and any contributing factors could not be assessed. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No flash or voids molded were observed in the hub. No damage was found with hub. The catheter body was found to be kinked at ~69.8cm from proximal end. The phenom 27 catheter tip and marker were examined; and no damages were found. No other anomalies were observed. The total and usable lengths of the catheter were measured to be within specifications. The catheter was flushed with water and water exited out from the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub, lumen and tip with no issues; however, the resistance observed at the damaged location. In addition, the sleeves and tip coil were removed form catheter. The broken end of pushwire was sent out for sem (scanning electron microscopy) analysis. Based on the analysis findings, the pipeline flex shield could not be confirmed to have failure to open at the distal end as the braid was not returned for analysis. However, based on the analysis findings, the pipeline flex shield and phenom 27 catheter were confirmed to have resistance during delivery. The pipeline flex shield and the phenom 27 catheter were found to be damaged. From the damages seen on the catheter body (kinking), pipeline flex pushwire (bending and broken) and hypotube (stretching); it appears there was high force used. Additionally, the pushwire was found to be separated proximal to the dps sleeves. Per the sem result the wire failed via torsional overload. The review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. It is likely these damages occurred when the customer attempted to advance and retrieve the pipeline flex shield through the phenom 27 catheter against resistance. It is likely that patient tortuous anatomy during delivery may have contributed to the reported issues. There was no non-conformance to specifications identified that led to the reported issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.